Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown disposable was leaking. This occurred during peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that they observed water on the cassette door and did not know where it was coming from. The technical services representative had the patient inspect the lines and door, but no leaks were found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.